Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified volume of normal saline, at unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the tubing separated from the arm of the clave y-site of the tubing set. It was reported that an unspecified volume of solution leaked onto the incontinent sheet. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.